Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Any additional information received regarding this event after filing this report will be filed on a supplemental report.

Event description:
It was reported that the aquacel hydrofiber dressing was found to have a large red tape area on the border of the dressing making it unsuitable for the operating room to place it on the patient. The reporter indicated the dressing was opened prior to surgery.